Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer reported that they received a no delivery alarm. The customer's blood glucose was 46 mg/dl at the time of incident. The customer's blood glucose was 62 mg/dl at the time of call. The customer stated that they treated the low blood glucose with food. The customer stated that the no delivery alarm was resolved by a complete set change. The reservoir will not be returned for analysis.